Event description:
It was reported that (1) tct75 was used during an unknown procedure. It was reported by the rep that the enclosed tct75 failed to fire. A new tct75 was brought in to complete the case without further incident. There was no consequence to pt.